Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas after repeatedly pausing insulin delivery below 180 mg/dl, which led to pump maladaptation and a peak blood glucose of 365 mg/dl; the user requested ways to reduce insulin, and a full reset was recommended and completed with setup guidance, including weight entry and target adjustment, with no device component issues identified and insufficient information for a specific device problem. Symptoms included hyperglycemia with dizziness and foggy vision. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.